Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing a clicking noise.

Manufacturer narrative:
Catalog # 00542000800, gender solutions all poly patella, lot # 62357141. Updated information received via operative notes and medical record reports. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to tricompartmental osteoarthritis. After initial cuts were made, the patient has found to be tight in flexion, therefore 2 more mm were taken from the distal femur. Trial components revealed full extension and flexion. Trial patellar tracking revealed a slight lateralization; therefore, a femoral lateral release was performed which resulted in excellent patellar tracking. Final components were cemented into place and achieved the same results. Review of primary operative notes does not indicate root cause. Review of discharge summary indicates that the patient was discharged to rehab with no complications, a good incision, and a follow-up appointment scheduled in 2 weeks. Review of physical therapy records indicates that the patient is tolerating the activities with some pain. There is no indication that the patient deviated from the rehabilitation plan. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.